Event description:
During internal testing for baxter after the pump had been returned from a customer evaluation, it was found that the pump was underdelivering. There was no pt involvement.

Manufacturer narrative:
4.2 causes for the lower shuttle jaw to have moved when subjected to a misload force: a means to prevent any movement of the lower jaw after the jaw set-up calibration (such as an epoxy bridge) has been developed and qualified to mistake proof the assembly and eliminate the need to continue to perform the "shin screening" in future production.